Manufacturer narrative:
Rupture of the left ventricle is a major complication of valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered, including procedural complications or patient factors (e.g. Frail, friable, or poor tissue). Ventricular rupture is typically not device related. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry, it was learned that a 27mm mitral valve was explanted post decannulation on pod #0 while still in or due to bleeding. The explanted valve was replaced with another 27mm mitral valve. Per medical records the patient presented with moderate to severe as, ai, severe mr, lvef 60-65% and atrial fib. Her has bled score, risk of bleeding was high, as was as chad -risk of stroke score prior to surgery. The patient want to surgery. The patient was noted to have very fragile tissue when inserting central lines and this is noted to be an ominous omen about her tissue strength and quality. The patient underwent an extensive left sided maze procedure, laa ligation , and mvr with a 27mm valve. The valve tested as competent, and the patient then underwent avr with a 21mm valve. The left main and rca were noted as patent. The patient was weaned and separated from cpb .a post op tee showed good biventricular function, no ai and no pvl on the av and no mr and no pvl on the mv. The patient was decannulated. Once decannulated there was a lot of bleeding from the bottom of the pericardial well observed. Knowing that she had fragile tissues all around , there was concern for av groove dissociation. It is noted in findings there was no clear evidence of bleeding location. The patient was re-cannulated and placed back on cpb, bleeding was identified close to the av groove. The la was opened and the 27mm valve was explanted. There were no signs of bleeding in the area , suspecting av groove dissociation a patch was placed on top of the annulus, extending into the la and lv, covering the entire posterior annulus. A new 27mm valve was implanted. The posterior part of the lv near the av grove was examined and a linear tear was identified in this area. This was repaired . The patient was weaned from cpb. A tee at this stage showed no ai or mr and no pvl on either valve. Intraoperatively the patient was coagulopathic and vasoplegic. An iabp was placed to support. Lvef was 25-30% on high inotropic support and iabp. The patient was transported to ICU in critical condition. Her post operative course was complicated by copious bleeding, the patient a candidate for re-exploration. She remained unresponsive, care was withdrawn and she expired on pod #1. The patient underwent concomitant avr.

Manufacturer narrative:
H10: corrected data. The correct g3 initial aware date on the initial MDR was sep-13-2022.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including a known high risk of bleeding and fragile tissue. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.